Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure there was dissection. It was unknown as to the timing the dissection occurred and unclear as to what product contributed to the dissection. The balloon catheter and guidewire were removed. No further patient complications have been reported as a result of this event.